Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
02/10/2017 ¿pfs and medical records received. After review of the medical records on 03/02/2017 for MDR reportability, it was noted that the patient had a depuy left total hip. The pfs reports pain, discomfort, and limited mobility. The metal ion levels provided were at non-reportable levels. The complaint was updated on: 03/02/2017.

Event description:
Update jul 14, 2017: litigation received. In addition to what was previously reported, litigation alleges loosening and metallosis. Added unknown cup and stem for the alleged implant loosening. This complaint was update on: aug 8, 2017.